Event description:
It was reported that the pt was revised due to pain. During revision, it was noted that the articular surface was not secured/engaged on the tibial plate.

Manufacturer narrative:
Eval summary: no x-rays or surgical notes were received for review. It is unk what surgical technique was followed to implant the device. Review of possible item history yielded no add'l complaints of same or similar conditions. Based on review of available info, a definitive root cause for the reported event cannot be determined. Eval: as returned, the articular surface is deformed and severely damaged. Damage is too severe for dimensional analysis. The inferior surface of the device shows extensive wear from contact with the tibial plate from an approximate four years in-vivo. The last digit of the item lot number could not be determined; however two lots were identified as possibilities for this device. Both sets of device history records were reviewed, indicating all components were manufactured and inspected to specification.